Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. During a procedure a in a pulmonary vein and posterior wall ablation, including the cti line and using a radiofrequency (rf) catheter. A farawave catheter was selected for use. Pre-procedural imaging showed no pericardial effusion. Femoral access was obtained, and a transeptal puncture was successfully performed. Pulmonary vein and posterior wall ablation were completed using farawave pulse field ablation (pfa). However, during assessment of the right side, the imaging physician identified a small right atrial effusion. Shortly after, anesthesia reported a drop in the patient blood pressure, requiring increased vasopressor support. A reassessment of the left side revealed another effusion. The patient's hemoglobin dropped from 9.7 to 7.8. One unit of packed red blood cells (prbc) was administered. A pericardial drain was placed, removing approximately 650 ml of dark red fluid. The physician suspected the right side as the primary source of the effusion. The patient stabilized, was extubated in the cardiac catheterization lab (ccl), and admitted to the cardiac intensive care unit (cicu) with the drain in place. The patient remained stable overnight and was reported to be doing well. An echocardiogram was done the next day along with removal of the drain. The results of the follow up echo were not able to be obtained from the site. The patient was discharged home three (3) days later. The device is not expected to be returned for laboratory analysis, it was disposed.